Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(investigation findings),h10. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. It was being reported that during use the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "auto seal fail" and also the blood back or the condensation has been built up which had caused the several pumps to go down. Actually the helium reservoir was being used on (B)(6) 2023 but is not being consumed. The compressor had been changed due to being at 5092 hours. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and than the fse had performed the full calibration, safety and functionality checks which is being completed as per the service manual and it was being passed to factory specifications. The unit was returned for clinical service upon completion. Patient involved, no information given. The defective components were received for further investigation. The failure analysis and testing dept. Received the following parts associated with this complaint: parts were received with a reported failure of a potential bloodback or condensation causing an autofill failure.the fat performed a visual inspection and found pn (B)(6) to have residue which is consistent with blood.the rest of the parts were in good condition visually.fat will not test these parts due to the contamination and the risk associated with the cardiosave test fixture. Fat could not confirm the reported autofill failure.retaining the parts in the failure analysis and testing department per procedure number (B)(4) rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an auto seal fail. There was a cath exchange on patient, patient did not expire. There was no injury.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had an auto seal fail. There was a cath exchange on patient, patient did not expire.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.